Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient faced a bent cannula and insulin flow block issue on (B)(6) 2026. The patient experienced hyperglycemia and received treatment with pump. No further information is available.